Manufacturer narrative:
Stryker evaluated the device and verified the error code but was not able to duplicate it. The technician was able to clear the error codes and the error codes did not return. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was displaying an error code. This error code is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.